Event description:
A nurse reported that an intraocular lens (iol) dislocated and was exchanged two days following implant surgery. A vitrectomy was performed following the removal of the initial lens and a different model lens was inserted into the sulcus; the capsule remained intact. This lens was not stable and was removed during the same procedure. A second lens was successfully implanted into the sulcus and remains implanted. Add'l info has been requested. There are two medical device reports associated with these events. This report is for the lens that was removed during the exchange procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/08/2010, 11/19/2010, 11/10/2010, 11/15/2010 and 11/22/2010 by phone, mail and fax. Add'l info was received on 11/08/2010 and 11/09/2010 by phone. A completed questionnaire has not been received. (B)(4).